Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms. There was no lead fracture per fluoroscopy imaging, however, it appeared that the lead was coiled between the device and skin, when it normally was between the device and muscle. Furthermore, the lead was not tested on pacing system analyzer (psa) but was tested with device on both configurations and obtained an out of range measurement of greater than 2,000 ohms in bipolar configuration. The rv lead was surgically abandoned while the device was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.